Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, before being applied to the tissue, the jaws will not open when doing the normal test (open and close jaws). Then, when trying to unload the reload, it got stuck and will not unload. Another reload with the same lot number was used to complete the procedure. There was no patient injury.